Manufacturer narrative:
(B)(4). Baxter medical assessment summary: this is one of three cases ((B)(4)) reported by same surgeon on deep vein thrombosis after use of floseal. This complication is a common occurrence after surgery and specifically after total knee arthroplasties. While based on the minimal information available a causal relationship cannot be excluded, for final clinical evaluation additional information is required. Based on the lack of important clinical data, a deep vein thrombosis as a result of the use of floseal cannot be excluded. Baxter is currently in the process of following up with the reporting surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. If additional information is received at a later time, the information will be evaluated and a follow-up submission will be sent. This complaint will be kept on file for trending purposes.

Event description:
Patient 2 of 3: patient experienced deep vein thrombosis when utilizing floseal for a tka procedure. No further information is available at this point. No additional information is known at this time. This is one of three cases (B)(4) reported by same surgeon on deep vein thrombosis after use of floseal.